Manufacturer narrative:
No further detail was provided. The manufacturer's report number for this case is 9681138-2014-00012. Corega is manufactured in (B)(4) and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer, via non-hcp hospital employee, and described the occurrence of hospitalization due to unknown reason in a patient who rec'd gsk denture adhesive (formulation unknown) (corega) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient started gsk denture adhesive (formulation unknown) (dental). At an unknown time after starting gsk denture adhesive (formulation unknown), the patient experienced hospitalization due to unknown reason. This case was assessed as medically serious by gsk. At the time of reporting, the event was unresolved. The reported contacted the fsk call center to ask about the corega marketing authorization in (B)(4) database. According to her, the patient is hospitalized (cause unknown) and the patient's healthcare plan needs this info to pay or not the suspect product to the patient. The reporter did not provide any info about the cause of hospitalization and did not inform an symptom that the patient presented before hospitalization.